Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a starclose se device after an interventional procedure. Reportedly, after the clip was deployed the physician attempted to remove the starclose se device; however, the device was reported to be stuck. Per the instructions for use, the release mechanisms were used for device removal. Hemostasis was achieved by the starclose se clip. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received fully clip deployed and the access port were retracted. The clip was not returned. All handle components were in the proper post clip deployed position with no detected damage. The sheath was fully slit and undamaged. Inspection of the vessel locator assembly determined the pusher body joint was intact. The vessel locator wings (vlw) were bent, but securely attached to the vessel locator assembly. There were no other observations on the returned device. Bent vlws can be caused by numerous factors including, but is not limited to manufacturing, user technique and anatomy. During manufacturing, the lot is visually inspected for proper vessel locator wing (vlw) deployment and retraction and a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. User technique may have played a role in the event, however, there was no detected anomaly on the returned device or contained within the reported incident to indicate a possible user related issue. Anatomically, the patient was reported to have thick deep tissue that may have contributed to the event by interfering with proper device function. Distal bending forces may have been applied to the deployed vlw from interfering tissue that compacted between the clip delivery tube distal end and deployed vlw during deployment of the thumb advancer and delivery tubeset through the tissue tract. This condition may have inhibited correct vlw retraction into the distal end of the delivery tube after clip deployment and necessitated the use of the access port mechanism to assist with device removal from the anatomy, but cannot be confirmed. There was no product lot quality deficiency was detected. The investigation was able to confirm the reported event due to the bent vlw. The cause for the reported event is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database for the lot indicated there have been no previous incidents reported for difficult device removal. There was no indication of a product deficiency.